Event description:
The baxter one link catheter extension set has not been securely fastened during injection of IV contrast. The tech tightens the extension to the patients IV. Once the power injector pushes the saline/contrast into the patient via this extension tubing, the tubing loosens and the fluid spills out. This has happened multiple times over the course of a week. Removed all the sets with this lot number from our supply. (The product involved in this report was not saved.) Lot number (10)r21k27017, baxter one-link non dehp standard bore catheter extension set power injectable 325 psi.